Event description:
It was reported to philips that the ECG 12 leads is not working. There was no patient involvement.

Event description:
It was reported to philips that the ECG 12 leads is not working. The field service engineer (fse) evaluated the device and was not able to find any faults. Philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced and no repair was warranted. There is no indication of a systemic problem; no further investigation or action is warranted